Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurements of greater than 125 ohms. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis, this complaint will be updated once analysis is complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.